Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was able to duplicate the reported problem. The root cause was determined to be the faulty main printed circuit board (pcb). The main pcb was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period. B3. Date of event: unknown. No information has been provided to date.

Event description:
It was reported that the device was unable to acknowledge or silence the alarm, with no display. The event occurred during testing, there was no patient involvement.